Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hypotube, port/exit notch, inner/outer shaft were microscopically and tactile inspected. Inspection revealed a kink in the distal shaft located 31 cm from the tip of the device, and the hypotube was separated at 17.5 cm from the strain relief. The fracture faces of the hypotube were ovalized, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 05-oct-2017. It was reported that crossing difficulties were encountered. The 75% stenosed 11 mm x 3.5 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.5 mm x 12 mm quantum¿ maverick¿ balloon catheter was advanced for dilation but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. It was further reported that the hypotube was already broken when the device was collected from the hospital.